Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported while using bd microfine¿+ insulin syringes the medication could not be delivered. This occurred approximately 60 times. There was no report of patient impact. The following information was provided by the initial reporter: customer informed us that he always had 10-15 pen-needles in a box that were clugged - no liquid came out.